Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. E1: initial reporter phone #: (B)(6). Investigation summary: bd received two photos for investigation. The evaluation of these photos indicated a split female luer adapter. A total of 10 retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using four (4) bd vacutainer® ultratouch¿ push button blood collection set, the part between the tubing and luer adaptor was broken. No patient or user impact reported.